Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation may have been procedure related.

Event description:
During an atrial fibrillation ablation procedure, a perforation occurred. While attempting to perform transseptal puncture using a 98cm brk transseptal needle through a 89cm swartz braided transseptal introducer, the superior vena cava was perforated several times. The patient remained asymptomatic for approximately 45 minutes, at which time the procedure was continued and completed successfully. The patient was kept overnight for observation per post-ablation protocol. There were no performance issues with any sjm device.